Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the effluent pre pump line was disconnected from the effluent port. A non homogenous mark of solvent was visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported disconnection was determined to be related to the inadequate application of solvent during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "waste liquid tube" of a prismaflex m150 set was disconnected and could not be used during priming. There was no patient involvement. No additional information is available.